Manufacturer narrative:
Quality safety evaluation received on 18-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and started to experience chronic pelvic pain / increasingly severe pain. Nearly 4 years after insertion she underwent a partial hysterectomy to have the essure coils removed. This event is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, the positive temporal relationship, and the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since device removal was required. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain/ pain") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure (batch no. 628157-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), dyspareunia ("painful sex"), loss of libido ("loss libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, haemorrhagic anaemia, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, fatigue, dyspareunia, loss of libido, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, loss of libido, medical device discomfort, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Most recent follow-up information incorporated above includes: on 18-sep-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain/ pain") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure (batch no. 628157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), haemorrhagic anaemia (seriousness criterion medically significant), dyspareunia ("painful sex"), loss of libido ("loss libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, fatigue, haemorrhagic anaemia, dyspareunia, loss of libido, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, loss of libido, medical device discomfort, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received- new event abnormal bleeding (vaginal), dysmenorrhea (cramping) were added. Lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain/ pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), haemorrhagic anaemia ("anemia"), dyspareunia ("painful sex") and loss of libido ("loss libido"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, fatigue, haemorrhagic anaemia, dyspareunia and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, haemorrhagic anaemia, loss of libido, medical device discomfort, menorrhagia, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue I was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 10-nov-2017: follow up from summons received-event anemia, painful sex, loss libido was added and pain was clubbed with previously reported event. Essure stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2008. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, dental problems, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at hospital and from her physicians but was unable to resolve them. On or around (B)(6) 2012, plaintiff underwent a partial hysterectomy to have the essure coils removed. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / increasingly severe pain. She underwent a partial hysterectomy to have the essure coils removed, approximately 4 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.